Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. The patient showed favorable progress until a month after the surgery (va: 1.0). However, his/her va started to decreased approximately one month after the surgery, after the steroid medication was stopped. The product remains implanted in the patient's eye. Additional information was received from the ophthalmic surgeon, who reported details that approximately six weeks following the intraocular lens implant procedure the patient developed hypopyon, fibrin and inflammation in the anterior chamber. The patient was also treated with antibiotics. There was no bacterium inspection performed. The patient seemed to be compliant with the instillation regimen for a few days after the surgery. However, the amount left in the bottle after 1 months looked to be more than expected.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient had aseptic endophthalmitis the symptoms improved with steroid medication.